Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patients and orders were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing to the device. The technical support specialist (tss) remoted into the server and ran the server-down query, confirming that the interface heartbeat was current and that the last cce xml sent time was also current. The tss verified that all services were running on the es server. The tss then contacted the customer and confirmed that no further issues had been reported. The system functioned after the technical support specialist verified the device.